Event description:
It was reported the external pulse generator (epg) will not turn on. With new batteries, it does not complete the boot sequence/self test and turns off. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the generator would not turn on and that with new batteries, it would not complete the boot sequence/self test, and turned off. The main printed circuit board was out of specification. Analysis also found the upper and lower cases, one side bail cover and the battery drawer broken, the ring cover, battery release and keyboard pad contaminated, the battery contacts compressed and one case screw missing. (B)(4).

Event description:
It was reported the external pulse generator (epg) will not turn on. With new batteries, it does not complete the boot sequence/self test and turns off. The epg was returned for repair. No patient complications were reported as a result of this event.